Event description:
Elevated toilet seat bracket came off after screw popped out of bracket; to avoid falling the pt grabbed on with left hand to the sink handle and right elbow fell into the sink with all pressure falling on right leg (leg that had surgery). Complained of arm pain after incident; x-rays completed with no fracture found. The problem described has also been experienced by a hospital employee who had a family member at home who used the same make & model. However, this claim is not documented as the one above.

Event description:
Caller reports plastic surrounding electrical contacts of this inform meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.